Event description:
Vague report of an overinfusion using the piggyback mode. Reportedly the pump was set to deliver an unknown rate over a six hour time period. The entire bag was reported to deliver in 30 minutes. No add'l details were available. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved. No pt injury reported.